Event description:
It was reported to boston scientific corporation in 2007, that a hydra jagwire was used in an endoscopic retrograde cholangiopancreatography, ercp on a patient (age, gender and weight are unknown). According to the complainant, the hydra jagwire was being introduced along with the cannula, the physician felt some resistance. When the hydra jagwire was examined after removal, a gap was seen between the tip and the ptfe, exposing the core wire. The device was replaced with another hydra jagwire and the procedure was completed successfully. No complications were reported at the end of the procedure.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2944.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the date of manufacture cannot be determined. A visual evaluation found that the teflon jacket flare separated from the urethane dream tip exposing the core wire, and the urethane dream tip was kinked, and the teflon was torn at approximately 2 cm from flare. The kinked urethane tip may have occurred during wire insertion against resistance. The cause of resistance can not be determined; however, the torn ptfe (teflon) is evidence of guidewire has been caught against a sharp edge and forcibly pulled from cannula, causing the detachment of teflon flare from tip.